Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 142.0 cm from the proximal end; the introducer sheath was ovalized approximately 7.0 cm from the distal tip; the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that two pc400 coils were stuck inside their protective sheath after being advanced a few centimeters. Evaluation of the returned devices revealed that both pusher assemblies were kinked and the introducer sheaths were damaged. This type of damage typically occurs due to improper handling during preparation or use. If the device was manipulated at an angle during preparation or if excessive force was applied while attempting to advance the coils against resistance during use, it is likely that damage will occur. The devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance two pc400 coils through the introducer sheath into the rotating hemostasis valve. The pc400 coils were not used and the procedure successfully continued using addition pc400 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00462.